Event description:
It was reported that pump displayed malfunction alarm after customer dropped pump from a height of about 2 to 3 feet onto tile floor. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to reset pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and call back if malfunction happened again, which customer acknowledged and understood.